Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump emitted a cs 069 call service alarm with an attempted rewind step; the complaint was duplicated. The alarm was recorded in the black box data as a cs 087 error, indicating a failure of the u39 component on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the bolus button was unresponsive to user presses. The button cover was removed, and the internal button slug was missing.